Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device has signs of damage from attempted use. The device was manufactured in 2017. The clinical medical investigation concluded that this case reports that the insert would not lock into the baseplate. Per email communication, two other inserts were attempted, but also would not lock into place. The surgery was completed without patient harm or surgical delay, using a fourth insert. Since no patient harm is alleged, no further clinical assessment is warranted. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during tka procedure the jrny ii bcs cnstrd art isrt 1-2 rt 13m, jrny ii bcs cnstrd art isrt 1-2 rt 15m and jrny ii isrt xlpe dd rt sz 1-2 15mm would not lock into place. This happened during use inside the patient. There was no delay greater than 30 min. S&n back up device was available to complete the procedure. No injuries reported at this time.